Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. In addition, the customer removed insulin from the cartridge while pumping and reused cartridges. There was no reported adverse impact to customer's blood glucose level. A new cartridge was successfully loaded onto the pump to address the alarm.